Event description:
It was reported that the patient with this leadless pacemaker and subcutaneous implantable cardioverter-defibrillator (s-ICD) system exhibited oversensing leading to inappropriate electric shock. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this leadless pacemaker and subcutaneous implantable cardioverter-defibrillator (s-ICD) system exhibited oversensing leading to inappropriate electric shock. Additional information received indicates that the s-ICD delivered again inappropriate electric shock due to noise and oversensing. Programming options were discussed and recommended. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.